Event description:
It was reported by the sales rep that during an unknown procedure, the cst states that the device was closed on a vessel, a third tone was not heard so surgeon tried to open the device and try again. The device was locked onto the vessel and would not open. The surgeon had to actually cut tissue to get the device off. The tissue was left in device in the closed position. Unknown how case was completed. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information the device was received in good physical condition with the jaws open. There was no tissue in the jaws. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. No issues were noted with opening and closing of the jaws. The device was disassembled and no anomalies were found associated with the reported issue.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.